Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed the reported issue. Fse replaced integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The generator was analyzed but the reported failure could not be reproduced. The unit energized and cauterized all ports and recognized instruments. The error log confirmed the error fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the integrated electrosurgical unit (iesu) generator errored out multiple times. The customer stated that each time the generator powers on it comes up with an error fault. No further information was provided. The procedure was completed with no reported injury.